Event description:
According to the info received, in 2002, the pt was admitted with acute pulmonary edema, respiratory failure and required intubation. Acute myocardial infarction was suggested by st segment changes. 11 days later, the pt was transferred and cardiac catheterization demonstrated severe left anterior descending (lad) depression "at 90% left main" and stenosis of the proximal right coronary artery. Angiogram showed no segmental wall motion abnormality with 80-90% stenosis of the left main, 70-80% stenosis of the proximal right and 50-60% stenosis of the distal right proximal to the crux. Angipolasty was performed and the pt also had clotting of the av fistula in their forearm with declotting and thrombolysis performed during this same admission. An off-pump triple coronary artery bypass procedure was performed 2 days later utilizing two aortic connectors with saphenous vein grafts (svg) to the marginal artery and the posterior descending artery (pda). The internal mammary artery was also harvested and sewn end-to-end to the lad. The pt had a history of treated hypothyroidism, coronary artery disease with myocardial infarction, end-stage renal failure requring hemodialysis secondary to insulin-dependent diabetes, and hypertension. The pt began to experience chest pain shortly before eval in 2003. Cardiac catheterization showed stenosis at the proximal anastomosis of the marginal branch and "flush" occlusion at the proximal anastomosis of the graft to the pda. According to the reoperation operative report, two bypasses were redone with svgs, one to the obtuse marginal and the other to the pda. It was reported the procedure was "significantly difficult" due to the intramyocardial anterior vessel and a "very severe inflammatory reaction throughout the pericardium causing significant raw surface oozing" and "poor vein conduit requiring signiificant dissection of significantly more vein than usual." The svg harvest required several incisions in addition to the endoscopic incisions and the entire length of vein from one leg and a portion from the other leg needed to be harvested due to the "poor quality of the vein". The aorta was reported to be partially occluded. The pt came off bypass without difficulty although "diffuse oozing requiring significant coagulative therapy, tisseal therapy" and the pt experienced delay after surgery in achieving full hemostasis. No additional info was received.